Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had misaligned markers in a stored episode. Boston scientific technical services (ts) provided guidance on how to correct with a magnet reset. The magnet reset successfully resolved the issue. No adverse patient effects were reported. The device remains in service.